Event description:
Customer alleged that they have received 15 safety knives (sideport 20g) with retracted sheilds. 4 of 15.

Manufacturer narrative:
The UDI number, initial reporter and the following sections were updated :type of investigationinvestigation findingsinvestigation conclusion4 of 15